Manufacturer narrative:
If follow-up, what type", corrected data: follow-up report #1 inadvertently did not mark "correction". It has now been marked.

Event description:
It was reported that the generator was interrogated and system diagnostics were run and results did not indicate damage to the generator or the lead. The generator shifted under the arm which was causing the discomfort. Surgery took place and the physician created a new pocket and repositioned the generator. The generator and lead were not replaced. No additional relevant information has been received to date.

Event description:
Information was received that during a second repositioning surgery due to migration, when the generator was pulled out of the pocket, the silicone header around the hex screw popped off and thus a new generator was implanted. The surgeon attempted to fix the generator however was unsuccessful. Due to hospital policy and legal procedure the device was not immediately returned and thus explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
Information was received that the physician believes the migration and the damage to the generator is related to the patient being abused and pushed down the stairs, in addition to the patient being in an accident in 2018. Information was received from a report of the identical issue submitted under manufacturing report #1644487-2021-00219 that the device had detached in the pocket from previous injury and as the surgeon was backing the screw, when the screwdriver was pulled out the silicon header detached and was unable to be re-attached or put back in. All further information regarding this report will be submitted under manufacturing report #1644487-2018-01884. Information was also received that the generator would be returned however has not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device available for evaluation? Corrected data: device was received for evaluation and inadvertently not reported in supplemental MDR #4.

Event description:
The patient's generator was received into analysis with reason; generator header component detachment. Analysis was completed. The reported allegation of detachment of component - septum plug was verified as received prior to decontamination in product analysis (pa) lab. The setscrew shows mechanical wear indicating multiple torque wrench insertions, which may have been the contributing factor the allegation of the detachment. Although the allegation of pain cannot be evaluated in the pa laboratory setting, proper functionality of the generator in its ability to provide appropriate programmed output currents can be verified and this was successfully verified in pa lab. The septum was cored however no bodily fluid remnants were observed in the head septum cavity thus eliminating the possibility of potential unintended electrical current path through body fluids. The output signal was monitored for more than 24 hours while the generator was placed in a body simulated environment and results showed no signs of variation in the generator's output signal and showed expected level of output for the whole monitoring period. There were no additional performance, or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to the vns generator.

Event description:
The physician reported the patient was in an automobile accident during which his generator hit the steering wheel and this caused it to migrate. The patient has been referred for surgical consultation and x-rays. Per the physician, the surgery is to preclude serious injury. The surgery has not occurred to date. No additional relevant information has been received to date.